Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/29/2021. H.6. Investigation: a device history review was conducted for lot number 9262942. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the sample submitted by the facility, bd engineers were able to determine that the most likely root cause for this issue is an anomaly in the fabrication process of the raw material used for the catheter tubing. The abrasive markings found on the device occur sporadically during the extruding process and are controlled through visual sorting of the material during receipt from the supplier.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked after the puncture. The following information was provided by the initial reporter, translated from chinese: "the head nurse noticed a leak after a successful puncture." "The customer described a leak at the pin."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked after the puncture. The following information was provided by the initial reporter, translated from (B)(6): "the head nurse noticed a leak after a successful puncture" "the customer described a leak at the pin."